Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level was 255 mg/dl and the insulin pump automatically gave him a correction. After two hours his blood glucose level was 342 mg/dl. The customer had issues with inserting his infusion set and having the tape stick to his body. He treated his high blood glucose with a manual injection. The insulin pump's settings were previously changed because his blood glucose in the mornings were low. The device was not returned.